Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. Product event summary: analysis confirmed the reported event, corrosion was found in the battery compartment and contacts. It was also noted that the feet were discolored. (B)(4).

Event description:
It was reported that there was a battery leak in the patient's remote monitor. The patient cleaned out the monitor battery compartment and installed new batteries. The monitor will no longer transmit. The clinic will order a replacement monitor. The monitor was returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.